Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a chronic total occlusion (cto) in the unspecified coronary artery. During the procedure, an asahi gladius mg guide wire had got stuck in calcium then unraveled then broke off. The patient's condition was normal after the procedure. There were no adverse patient effects associated with this event.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was discarded by the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the provided information and referring to known similar events, it was presumed that stress generated with continuous wire manipulation had likely contributed to separation of gladius mg guide wire. Supposedly, the core was first fractured due to the applied stress that was localized and therefore exceeded the product design limit as the wire tip was being caught and restricted its movement by the calcified cto. Further applied tensile stress generated with removal made the coil to elongate and eventually fractured, detaching the tip segment. It was concluded that this event was not attributed to product quality. Although there were no patient adverse effects, a possibility could not be completely ruled out that wire fragments might have left in the patient. No CAPA will be taken. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.